Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 3006705815-2019-03420.

Event description:
Additional information received indicates that the patient was not compliant with limited bending and twisting advisements by their physician, causing the lead migration and loss of effective therapy. As a result, the patient underwent surgical intervention in which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-03420. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. It was noted that the patient lost effective therapy due to this. Surgical intervention may occur at a later date to address the issue.